Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has damage. Customer sated that the top of the reservoir was leaking and insulin will leak out of the insulin pump and customer noticed it since his shirt was getting wet. Also the battery compartment looks burnt; the battery got hot and he removed it. Customer declined to troubleshoot for leaks. Blood glucose value is over 200 mg/dl. Nothing further reported.